Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw about a month ago, having 1 year left of battery in their implant and wanted to know why the battery did not last 5 years. Caller mentioned now seeing the time as 11 months left on the handset, and stated their doctor confirmed the time left. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the consumer who reported that the patient did not know why the stimulator only has 11 months left. The patient said their managing hcp knew that their stimulator was at 11 month battery life and was surprised by this. Patient said battery life went from 5 years to 2 years to 11 months to now showing 10 months. The patient said the hcp said this wasn't due to settings/usage and was because the stimulator was a "lemon" that wasn't functioning properly. The patient said they weren't accusing the manufacturer of anything but that this issue of the battery depleting quicker than they expected would mean they would have to have battery replacement surgery sooner than the hcp had expected. The patient said the hcp had expected 5 years on the battery and they weren't even getting 3 years out of the battery. It was reviewed that the hcp can return stimulator for analysis if de sired.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.